Event description:
During a surgical procedure, an o.r. Nurse went to re-position a teletom (boom), which was five feet away from the operating table. When the boom rotated to an internal stop, the nurse attempted to forcefully overcome the stop by exerting additional pressure. The combination of lateral and vertical forces lifted the equipment columns & shelves off the boom, causing them to fall approximately 2 feet to the floor.